Event description:
It was reported that cable broke from the mega suturecut needle driver instrument after a da vinci procedure. There was no patient injury and it was reported that no pieces of the cable fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the issue of a broken cable. The instrument grip cable was broken at the distal end of the instrument. One of the grip cables was broken at the distal clevis hub. The cable segment was sticking out at the wrist. The distal clevis hub does not exhibit any wear. The other cables at the wrist of the instrument were not damaged. The complaint is being reported due to broken grip cables at the distal end of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.